Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue has been solved by replacing safety valve and safety valve solenoid. Parts were returned for technical investigation. Safety valve was tested in reference machine and system checkout passed without any problems. The reported issue could not be reproduced. Safety valve solenoid was not tested as its cable was cut. The root cause to the reported issue has not been determined. The manufacturing date was incorrectly set and have now been updated to correct date.

Event description:
It was reported that the anesthesia workstation failed several tests during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).